Event description:
A device report from synthes (B)(6) provides information from a facility in (B)(6) regarding the following incident: during the application of the left tibial ilizarov frame, a 2.5 drill bit broke and a piece of the drill bit became detached about the incident postoperatively. A broken fragment was left in the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional evaluation was conducted. The report indicates that synthes (B)(4) herewith declares that the examination of the manufacturing papers for this article showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard aisi 440a. This lot was manufactured in may 2011, 240 parts according to our specifications. All devices were sold meanwhile and we are not aware of any quality problems or failures caused by a faulty product. Also we are not aware of any other complaint for this article- and lot number. Based on the provided information and without the involved part no further evaluation is possible. Awareness date corrected to (B)(6) 2013.